Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the logfiles for the day of treatment shows the reported treatment was aborted due to the user released the laser pedal and interrupted the treatment during bed cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. The reported issue is not caused by the system or the used patient interface but by the user which was also shown the user via an info message 'vacuum pumps stopped by foot pedal - treatment is aborted'. No technical problem found. The reported problem is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported lost of suction while laser was firing on the patient's left eye. The laser stopped a third of the way through the procedure. Procedure was proceeded using a new patient interface.